Event description:
Ongoing medical issues after having silicone breast implants. Surgeries for chronic pain and sinus issues, many medications, many test for symptoms mimicking fibromyalgia, ms, chronic sleep disorder, menopause, neurological issues, premature alzheimer's. Memory function, confusion and dizziness so severe that I was hospitalized and am often in danger while driving. Hosp listed symptoms as "altered mental status." Severe pain in left breast. Treated for depression and anxiety as well as physical symptoms.